Manufacturer narrative:
Button error and no button response due to moisture damage keypad traces. Unable to perform the occlusion test due to button/keypad anomaly. Insulin pump received with cracked display window corner, reservoir tube lip, reservoir tube, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 454 mg/dl. Customer went to the water park with her device on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.